Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was on her way to pick her daughter up from work. When the patient got there, the cgm reading was around 46 mg/dl and she was feeling weak. There was no bg taken at that time. The patient started to feel weak, soaking in cold sweat, freezing. The patient´s daughter took her to the ed, there they took a bg reading which was 523 mg/dl and the cgm reading was 66 mg/dl. The patient was treated with insulin through pump and IV fluids. The patient stayed at the hospital from 02:00 am to 07:00 am and was discharged the same day. At the time of the report the patient was feeling a little bit better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).